Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and found cc reagent probe a wash collar vacuum valve faulty and leaking fluid onto reaction wheel causing temperature errors. Fse replaced the reagent probe a wash collar vacuum valve to resolve the temperature error, leak and suppressed bun result issue. No further leaking was observed. Fse primed instrument and verified no further leaks and temperatures are within range. Fse ran qc and it passed. Customer ran patient samples and recovered normal results. Instrument resumed operation. (B)(4).

Event description:
The customer reported intermittent "cc rxn wheel temp out of range" error, found fluid leak on the well on reaction wheel cover and generated suppressed results for bun (blood urea nitrogen) on unicel dxc 600 pro synchron clinical chemistry system. The leak was contained within the instrument. The customer was wearing a gloves and eye protection. No reports of injury or customer exposure. One patient result was reported out of the laboratory and later amended. There is no impact to patient treatment. Quality controls were within established ranges before and after the event.